Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. This lead was originally implanted for pacing and sensing of the rv when that portion of the rv lead was capped on (B)(6) 2011. At this time both leads have been explanted and replaced. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.